Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a case of possible endophthalmitis following an intraocular lens (iol) implant procedure. An anterior chamber tap with injection of antibiotics was completed. The patient was later referred to a retinal specialist due to minimal improvement. The lens remains implanted.